Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and quality controls were within range. A general reagent issue could not be found. It was noted that both assays, centaur and elecsys, show a cross reactivity when taking testosterone medication.

Event description:
The customer received questionable results for testosterone (test) on one patient sample. All results are in ng/dl. The patient had two samples collected at the same date and time. One sample was sent to a reference laboratory and was run on a centaur analyzer. The result from this analyzer was 732. The customer ran the other sample at their laboratory and generated a result of 1084. The physician questioned the results between the two analyzers. The customer repeated their sample on the same analyzer and generated a repeat result of 1042. All of the results were reported outside of the laboratory. The customer deems the results from both instruments to be correct. There was no adverse event. The lot of test reagent in use was (B)(4), with an expiration date of 10/31/2013. The customer refused a service dispatch for this issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On further follow up, the customer indicated they had no further issues and no further concerns from the physician.